Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. Patient was infected with (B)(6).

Event description:
This procedure was performed in (B)(6). During the implantation of the protege stent, the tip of stent was just deployed when the patient unexpectedly suffered from an acute myocardial infarction and died. The physician retrieved the stent and the stent was fully deploy in vitro.